Event description:
A caller reported experiencing alarm 2 followed by alarm 26, indicating an occlusion event which led to their blood glucose levels reading "high." Specific values were unknown, but it was confirmed that the levels exceeded 500 mg/dl. The customer addressed the high blood glucose by administering a correction bolus via the pump and reported changing the cartridge to resolve the issue. Despite experiencing frequent occlusion issues, the caller declined additional assistance, and the case was closed by customer technical support.